Event description:
A micro driver otw coronary stent delivery system, length 24 mm, diameter 2.5 mm was used to treat a lesion in a pt. It is reported that the stent was not visualized on fluoroscopy during attempts to place the device at the lesion. The stent was found laying in the field. Communications from the account confirm that the stent was inspected prior to use, post removal of the protective sheath, with no abnormalities noted. The account has confirmed that the stent must have fallen off the delivery system prior to insertion into the pt but it was not noticed at the time. Pt was reported to have no problems post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval: results (device not returned for eval).